Event description:
The MFR's investigation confirmed that pins 3 & 4 are melted/burned. The MFR also documented that the accu-chek inform meter was mishandled with loose internal components. No adverse event reported. New system sent to customer and return requested.